Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high threshold and impedance could not be confirmed. Overtorque of inner coil prevented stylet insertion. Too many revolutions when trying to extend the helix caused damage to the inner coil and resulted in short circuit of lead coils.

Event description:
It was reported that during implant the led would not pace and exhibited high threshold and impedance. The physician had difficulty inserting the stylet. It was explanted and replaced.